Event description:
As reported, in 2008, this patient underwent endovascular repair of a thoracic aortic aneurysm using a gore tag thoracic endoprosthesis. A reintervention took place approx four months later, using three additional devices to repair a proximal type I endoleak.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.